Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fibrin with the incident lot was observed. Customer has indicated their awareness of the sample quality and preanalytical processing issues surrounding their concern. They have put corrective actions into place to mitigate their issues. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that erroneous results occurred after use with a bd vacutainer® sodium fluoride edta (fe) blood collection tubes. The following information was provided by the initial reporter, "low false positive samples (hiv, hepb antigen, hepb core) and increased incidence of samples with fibrin clots. The samples were mainly from the nephrology department. Upon investigation, it was found that this specific catalogue number was, due to a stock-out of the sstii with block label. In this case, they put a sticker on the tube, then added the patient and laboratory barcode, making it nearly impossible to see the specimen inside. Due to the above, care was not taken to ensure complete clotting, and lab personnel could also not see if there were any latent fibrin strands in the tube. Corrective action has been taken to ensure that the instrument is cleaned regularly, that the phlebotomist make sure they mix the sample properly, and that the lab personnel check the serum for fibrin before running the specimen."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred after use with a bd vacutainer® sodium fluoride edta (fe) blood collection tubes. The following information was provided by the initial reporter, "low false positive samples (hiv, hepb antigen, hepb core) and increased incidence of samples with fibrin clots. The samples were mainly from the nephrology department. Upon investigation, it was found that this specific catalogue number was, due to a stock-out of the sstii with block label. In this case, they put a sticker on the tube, then added the patient and laboratory barcode, making it nearly impossible to see the specimen inside. Due to the above, care was not taken to ensure complete clotting, and lab personnel could also not see if there were any latent fibrin strands in the tube. Corrective action has been taken to ensure that the instrument is cleaned regularly, that the phlebotomist make sure they mix the sample properly, and that the lab personnel check the serum for fibrin before running the specimen."